Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the returned outflow graft confirmed the reported tear to the outflow graft material. Examination of the graft adapter hardware found two sets of scratches that appear consistent with the outflow graft bend relief not being fully engaged with the graft adapter during the device implantation procedure. The confirmed tear to the graft material appeared consistent with abrasion from the outflow graft bend relief after it became fully disconnected from the graft adapter. It was reported that the patient developed chest pressure, low flows and driveline bleeding. The patient was found to have a large mediastinal hematoma, causing a mass effect on the right ventricle. The patient was urgently taken to the or. The surgeon encountered massive bleeding from the most proximal part of the outflow graft and the bend relief was excised. Circulatory arrest was started and surgeon discovered a 1 cm tear at the base of the most proximal part of the outflow graft material, very close to the connector. The old proximal part of the outflow graft was unscrewed from the left ventricular assist device (lvad) and excised. A new outflow graft was screwed back into the lvad. The outflow graft (og) was returned in used condition with approximately 2.5¿ of graft material. A jagged tear to the outflow graft material was observed adjacent to the hardware. To aid in the explanation of the observed damage, reference points a-e were added to the images of the og. When viewing the og from the proximal view, ref. Point ¿b¿ is approximately 90 degrees clockwise from ¿a¿; ¿c¿ is approximately 90 degrees clockwise from ¿b¿, etc. ¿e¿ is approximately 45 degrees counterclockwise from ¿a¿. Further examination of the outflow graft revealed two sets of scratches on the graft adapter (one at ref. Point ¿a¿, one at ref. Point ¿d¿). This appears consistent with the bend relief not being fully engaged with the graft adapter and the two metal hardware components rubbing together in locations ¿a¿ and ¿d¿ while the device was implanted. The absence of similar scratch marks in locations ¿b¿ and ¿c¿ suggests that the bend relief was never advanced to the correct location in this area of the graft adapter during the implant procedure. The tear to the outflow graft and subsequent events (low flow alarms, mediastinal hematoma) likely resulted from abrasion from the outflow graft bend relief after it became fully disconnected from the graft adapter. It was reported that the patient did not suffer any neurological or organ damage. The patient remains ongoing on heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the outflow graft assembly, lot number 7114797 were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 5 contains information on "preparing the sealed outflow graft." "De-airing the pump," explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Next, this section of the IFU instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5 also cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed chest pressure, low flows and driveline bleeding and was found to have a large mediastinal hematoma causing a mass effect of the right ventricle. On (B)(6) 2020 the patient was transferred from (B)(6) medical center to (B)(6) hospital and was urgently taken to the operating room. It was discovered that the bend relief was dissected and opened which the surgeon encountered massive bleeding from the proximal part of the outflow graft. The end relief was excised. Circulatory arrest was started and the surgeon discovered a 1 cm tear at the base of the most proximal part of the dacron of the outflow graft, very close to the connector which appeared to have detached partially from the connector. The old proximal outflow graft was unscrewed from the pump and excised. A new outflow graft was screwed back into the pump. The patient was reported as stable and recovering. It was noted that the patient did not suffer any neurological or organ damage. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital after experiencing asymptomatic low flow alarms. The patient denies lightheadedness etc. Plan was for an echo. A log file was sent in for review, low flow alarms were found. The pump saw a reduction in blood volume. It was reported that there was not a definite cause of the low flow alarms. Hypovolemia, arrhythmia, or blood pressure are all theories that were being addressed. The low flow alarms were reported to have subsided on their own. The patient remained asymptomatic during all alarms as well as pre and post alarms. The patient was admitted for observation, having their fluid status/bp assessed and is being monitored for arrhythmias. It was reported that the patient has been in sr (sinus rhythm), there was no confirmation of an arrhythmia. It was reported that there was no arrhythmia due to lvad therapy. The patient did report mild palpitations during the low flow alarms.